Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with reported lot # were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reported claimed that the pt blood glucose has been elevated to "300's mg/dl" while his ha1c is around 8.3 to 10.5. The pt was using an alleged recall lot# with leaking cartridge issue during the alleged elevated readings. The pt did not develop any symptoms and did not require any medical intervention as a result of the alleged issue. The lot# was not provided at the time of concern. This complaint is being reported as a malfunction due to the alleged recall lot# involved.